Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "airway pressure sensing failure - 1052" and "off set self check failure - 1176" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer report was observed in the forensic memory log. However, the device was put through extensive testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.